Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during programming/setup. This occurred in the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "error 322" was reproduced. A review of the event history log revealed "ec322 {link switch error}" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty lower link switch. The lower auxiliary is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.